Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead had been lost to follow up. The shock impedance measurements were greater than 125 ohms. No actions or interventions had been planned or performed. No adverse patient effects were reported. The lead remains in service.